Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Bg level was approximately 50 mg/dl due to needing settings adjustments. Low bgs were addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.